Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer was able to interrogate a device wireless and non-wireless using a known good head. However, cracked solder joints were found of the rf head connector on the lem (link electronic module) printed circuit board assembly. Analysis also found the left keyboard hinge was broken and the system fan was noisy. (B)(4).

Event description:
It was reported the programmer is "not working" properly and that it can only "interrogate intermittently". The programmer was returned for repair. No patient complications were reported as a result of this event.